Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization in the gastroduodenal artery using ruby coils. During the procedure, a ruby coil would not deploy; therefore, it was removed. The procedure was completed using another coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was separated on the proximal end of the pusher assembly. The pusher assembly was kinked throughout its length. The embolization coil was detached from the pusher assembly and not returned for evaluation. Conclusions: evaluation of the returned device revealed the pet lock was broken and the embolization coil was detached. A broken pet lock indicates that a pull force was applied to the proximal end of the pusher assembly, typically in an attempt to detach the coil with a handle. Since the coil was detached as intended, the root cause of the reported inability to deploy could not be determined. The kinks observed throughout the pusher assembly were likely incidental and may have occurred during packaging for return. The embolization coil and non-penumbra microcatheter mentioned in the complaint were not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.